Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2,a3,b2,b4,b5,d2,g1,g3,g6,h1,h2,h6 the cmp was not confirmed review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 1 patient in the conventional group experienced postop wound leakage, leading to prolonged hospital stay attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3: year published: 2022, 2024. D10: unknown tibia, #item unk, #lot unk. Unknown bearing, #item unk, #lot unk. Therapy date: unknown. G2: foreign country report source netherlands. Literature: eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that 6 patients in the conventional group experienced postop wound leakage. Attempts have been made and additional information on the reported event is unavailable at this time.